Event description:
On (B)(6) 2026 I went to my dentist office, (B)(6) of (B)(6) to purchase their motto aligners. After years of them recommending that I fix my crowding and my bite I used my health savings to get my treatment. (B)(6) 2026 I get a call that they got my prescription and the doctor wants to me that same day. Against my best judgment I trusted in their estimated visit time of an hour that wouldn't intervine with a different doctors appointment I had. Eventually I did cancel that because the dentist took longer than estimated. When I was being worked on and the doctor was shaving off in between teeth to create space for the teeth to adjust, by accident she hit my upper middle tooth with the electric cutting tool she was using. I felt that pain for a few days. It went away before the first week. That day I was given very little, close to no directions of use. After all, its all put your trays on for a week then switch them. Dr (B)(6) sent me home with a box with 10 weeks worth of supply. I was told I would get the last 10 trays later on, when im done with this box. This box had individual packaged trays. However the labeling of such trays was odd. They had fraction numbers like 1/19, 11/19, 12/19 and so on. But I thought to just go down the stack. They should be in order. After 7 days with tray 1 I opened the next bag of tray. Tray 2 (labeled upper 11/19 and lower 11/19) felt definitely tight and I had to add a bit of pressure to make it fit. The top one fit in better than the bottom one. I had a lot of pain in my jaw as clearly my teeth are shifting. But this pain remained pretty consistently. By the time I was to switch to tray 3 it wouldn't fit. This one felt way tight and I was not gonna try to force it like last tray. So left tray 2 on until I saw the dentist. I made a visit back on (B)(6) 2026 when im going over my details, and I brought with me my 10 weeks worth of trays, the dental assistant (B)(6), tells me I have wrong trays. I was given the box containing trays 11-19. So, I was in fact given the wrong treatment, sent home with no information packet. I was not explained that it was 19 trays I was told it was 20 weeks. I wore tray #11 instead of tray #2. That's 10 weeks ahead of treatment. (B)(6) 2026 I was given the correct supply and (B)(6), the dental assistant told me she would keep the box I brought. She gave me tray #2 and I put it on in the office. It felt slightly uncomfortable to put on. She tried excusing her office's mix up to a chaotic day at the office. However, that day I was called into the office. I did not ask to be added to a chaotic day. Plus, it felt like a poor excuse and not fully taking accountability. (B)(6) 2026, I notice a tooth line and a discomfort when I bite on that one front tooth. At the time of writing, I have not seen the doctor so I am not sure if its a craze line or a cracked line. They made me an appointment for follow up for (B)(6) 2026. I dont know if I can wait that long to be seen. My tooth keeps hurting upon biting down. Just the upper incisor tooth.